Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, and evaluation of the two photos indicated a yellowish edta clump in the tubes. Due to the size of the deposit, the additive has yellowed slightly upon irradiation. This is recognized as an aesthetic defect with no impact on the efficiency of the tube. A total of 100 retained samples were visually inspected, and no edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® k2e 10.8mg plus blood collection tubes, two (2) tubes were found to contain foreign matter. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before the use of the bd vacutainer® k2e 10.8mg plus blood collection tubes, two (2) tubes were found to contain foreign matter. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.